Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off and also stated pads were not connected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and was able to unable to duplicate the reported issue of unexpected shutdown but able to verify it through review of software logs. Investigation indicates an unlatched battery in well was the cause of this issue could not be conclusively determined. The reported issue of failure to sense was able to verified and duplicated. The cause of this issue was determined to be due to the user starting the device in AED mode. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off and also stated pads were not connected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.